Manufacturer narrative:
This report is submitted on september 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed an infection and a blister at the implant site and was subsequently administered topical antibiotics (date not reported).